Event description:
The product complaint report shows the customer alleged the ventilator failed the loss-of-power alarm test portion of the device's self-test. The alarm assembly was replaced and the unit was returned to normal operation. There was no pt involvement. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.